Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction he patient stated that they deserved honesty, safety, and proper care, not the damage they are living with today. And that "if kill myself, you are the one that made it possible. Thank you." Additional information was received on 2025-11-19. They reported that the device was implanted incorrectly, and they had to find a new doctor to replace it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had their device implanted in (B)(6) 2017, and since the implant, they had pain at the ins site. The patient stated that the device has been effective in managing their fecal incontinence. It was also reported that the implanted device appears superficial. In (B)(6) 2020, the patient's urinary as well as bowel symptoms have not responded to interstim therapy. In (B)(6) 2022, the ipg was functioning with regard to their symptoms. On examination, her ipg was very superficial and sensitive to touch. The hcp had recommended interstim implantation site revision. The patient states she had also gotten a 2nd opinion from someone who had discussed consideration for complete revision of the interstim, including placement of a new tined lead with a retractable battery. The hcp did indicate to the patient that if they completely revise the device, it may not function as well. The patient wishes to proceed with ipg implantation site revision. In (B)(6) 2022: the patient underwent revision of interstim with placement of a new ipg.